Manufacturer narrative:
Evaluation pending.

Event description:
In 2007, the sales representative reported that the t-handle hax driver was no longer holding the closure tops properly. The sales representative identified this on an unreported date. The sales representative stated that it was due to being used in several cases.